Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope several times. It was noted that the right ventricular (rv) lead exhibited high thresholds and intermittent loss of capture. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.